Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective xl+ kit-power supply. The reported problem was confirmed. Based on the information available, defective xl+ kit-power supply is replaced with a new one. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after defective xl+ kit-power supply is replaced with a new one.. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the battery was not charging. There was reportedly no patient involvement.